Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had b30 scope communication error with three 190 series scopes on two different cv-190. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifier:(B)(6).